Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and could not duplicate the issue. The system performed as intended. The representative received information indicating operator error caused the issue. No parts have returned to the manufacturer for evaluation.

Event description:
A site biomed representative reported that outside of a case, it was no possible to get the imaging system to work. The pendant is displaying error message, "2d field of view error, reset image to the row degrees." The site rebooted the system multiple times and were not able to get it to work. It was no patient reported to be present when this issue occurred. No additional information is available.